Event description:
Introducer needle inserted into vein. No blood return out of hub but blood in hub of needle. Operator tried to pass wire through needle, unable. Needle removed. Noted to have white plastic partially covering opening.